Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. The photos provided did not display the device so no evaluation could be performed. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation.

Event description:
It was reported that the unspecified bd insyte¿ IV catheter caused leakage during use that resulted in induration and venitis. No further information was provided. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted 3 different catheters involved . What were the consequences of this incident for your patient and your department?... Patient ca re: catheter diffused over hand, induration, venitis... No visually visible flow or leakage from the catheter. Clinical observations of diffusion, inflammation internally near the puncture site... The events can be classified as at least significant, there was damage to the patient".

Event description:
It was reported that the unspecified bd insyte¿ IV catheter caused leakage during use that resulted in induration and venitis. No further information was provided. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted 3 different catheters involved . What were the consequences of this incident for your patient and your department?... Patient ca re: catheter diffused over hand, induration, venitis... No visually visible flow or leakage from the catheter. Clinical observations of diffusion, inflammation internally near the puncture site... The events can be classified as at least significant, there was damage to the patient".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.